Event description:
"Dr was to place a PICC in a pt. As he advanced the guidewire towards the right atrium, he noticed the wire had curled into the left innominate vein and got stuck. Dr. Pulled back to uncurl and noticed that the shaft came back but the floppy tip had broken off. He was concerned about migration to the cardiac/right atrium area and managed to snare the wire out."